Event description:
An altitude alarm was reported for a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to continue insulin use with the original cartridge after receiving tips from technical support on preventing altitude alarms, which the customer understood and acknowledged.